Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the non-emergency treatment was completed on same system with a delay less than 20 minute. A philips field service engineer (fse) visited the site and identified the issue as an intermittent communication error with the generator. The fse replaced the cu control board. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. A scenario where the procedure can be completed on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It has been reported to philips that the system intermittently produced a generator communication error, which could impact imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.